Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hose was filling before the bag. It was stated that on the opposite end of the bag, there was a little t with a blue button that needed to be filled with air in that line so the urine goes into the bag.

Event description:
It was reported that the hose was filling before the bag. It was stated that on the opposite end of the bag, there was a little t with a blue button that needed to be filled with air in that line so the urine goes into the bag.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "static / positive air pressure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews. Correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.